Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a very weak and dehydrated patient was scheduled for system implant, with a physician demonstrating stringent guidelines regarding product selected for placement. This lead was successfully placed in the right ventricle (rv); however, difficulty was then exhibited during subsequent coronary sinus access. The physician elected to use a bifocal technique in the rv but concluded a non-viable option as the lead would not be compatible with the device already scheduled for implant. The technical assistant suggested removing the already placed rv lead and using a different implanted system. The physician refused to accept any alternative options and finalized the case with two additional leads, and electing to not implant the generator. The patient was then moved to an intensive care unit and passed away the following day. The cause of death remains unknown and although the system intending to be implanted was not completed and activated, it has been reported the patient was being monitored through out the evening. No return of product is expected.